Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The head of the screw broke off during surgery. The threaded portion of the screw remains in the pt's bone.